Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, a nurse called in to report error c-34 when trying to use the monopolar energy. Prior to contacting technical support, they tried replacing the energy cables, the instruments and rebooted the generator, with no improvement. The intuitive surgical, inc. (Isi) technical support engineer (tse) checked error logs and confirmed the presence of several c-34 errors. Tse checked with customer that there were no other devices that could be causing interferences, which was not the case. Tse asked customer if they had a forcetriad generator, which they did and guided customer to connect the third-party generator to the system. Both monopolar and bipolar energy could then be activated and surgery continued. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated.

Manufacturer narrative:
The iesu was placed on golden system and was run in normal mode. During visual inspection, the iesu has no significant scratches or dents. The front bezel is in decent condition. C-34 error occurred during startup and c-34/c-92 errors occurred on mono coag activation. The iesu will be returned to the original equipment manufacturer. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.